Manufacturer narrative:
Customer complained the pump alarmed insulin flow blocked and was found on 23 december 2022. Unit passed the self-test, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed the dat with 0.0872 inches. Unit failed to pass the sleep current measurement due to high currents during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Confirmed pump alarmed insulin flow blocked alarm on 12/23/2022 19:58 in pump downloaded history during bolus. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, broken belt clip rails. No unexpected insulin flow blocked alarms noted during testing. Additional cosmetic damages were noted on the unit. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block. Troubleshooting was performed and found that the insulin exited during the manual plunger push. Advised customer to rewind pump, reinsert reservoir into the pump, and run load reservoir/fill tubing to at least 5.0u and the pump did not alarm. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The pump will be returned for analysis.